Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v399857, implanted: 2010 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v415236, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect. It was reported, the deep brain stimulation (dbs) was "still not working", the patient had a lot of shaking, her neck was "pulling back as well as her stomach pulling". The "pulling" was reported to occur day and night, and it was causing the patient to have hip pain. It was reported, the patient has had two adjustments since a lead revision, and weather will make her symptoms worse. The last adjustment took place in (B)(6) 2013, and it was reported it took ten days to kick in but, "it didn¿t do anything". The adjustment caused the patient to have muscle spasms in her leg and back for a month. Patient was scheduled for another adjustment, but was fearful of the adjustment causing more problems. It was noted the patients medication, claritin, caused her neck to jerk more. Refer to manufacturer report #3004209178-2013-20365. The patient had two implantable neurostimulators and it was unclear which device the event pertained to.